Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. Although the investigation found no evidence of any damage, the exact cause of the failure to adhere could not be determined. Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the hole. Although the cannula was damaged, the exact timing and cause of the damage are unknown. Blood was found in the soft cannula, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the exact cause of the bleeding could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.